Event description:
It was reported that the implanted area looked infected around the insertable cardiac monitor (icm). The patient was referred to their clinic for follow up where the physician found the device to be coming out of the patient anatomy so the device was explanted. No new device was implanted as a replacement. The device was not saved after explant so it will not be returning for analysis. No additional adverse patient effects were reported.